Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of cap of ultraviolet contact was not put on before manual washing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause as to why the cap of the uv-contact was not put on before washing manually could not be determined. The following information is stated in the instructions for use (IFU): evis eus ultrasound bronchofibervideoscope olympus bf-uc190f reprocessing manual chapter 3 "compatible reprocessing methods" chapter 4 "reprocessing workflow for endoscopes and accessories" chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" chapter 6 "reprocessing the accessories" chapter 7 "reprocessing endoscopes and accessories using an aer/wd." Operation manual important information ¿ please read before use ¿ "do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged"". ¿ "do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result". ¿ "do not twist or bend the bending section with your hands. Equipment damage may result". ¿ "do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage". ¿ "do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope was manually washed without putting a cap on the uv- contact. There were no reports of patient harm.